Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'defective keypad; which was reproduced. Evaluation found that keys 1, 3, 5 and 6 were not working. The reported condition was verified. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.